Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) shut off during transport.

Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter, event site telephone, email), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 corrected fields: b5, e1 (event site address), h6(impact codes, clinical code) a getinge field service engineer (fse) checked the machine and found customer used expired battery during ground transport to hospital over 45 minutes away. Recommended to customer to use fully charged, unexpired batteries during transport only. Customer had backup batteries for longer transport times. No fault found with the unit.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) shut off during transport. There was no adverse event reported.